Event description:
Sitter notified rn pt line possibly leaking. Upon assessment, noted filter wet and appeared to have a small leak toward the top half of the filter. Disconnected line and primed new line.